Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system slowdown was identified that rendered the database server unusable due to poor performance. The technical support specialist (tss) identified that a system slowdown caused the server to become unresponsive, resulting in all sites and stations being placed into manual critical override. The tss coordinated a transition to new hardware by opening a data hosting agreement (dha) case and working with dcops and bd to migrate the affected server to higher-performance infrastructure. Post-migration monitoring was conducted, during which no further issues were observed. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server devices and server were not communicating, resulted on the server being unable to generate or print any reports. At this time, no reports can be printed from the server, including pick reports and temporary patient profile reconciliation reports. This issue appeared to be system-wide and closely resembled a previously reported problem from last week, suggested it may be a known or reoccurred issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.